Event description:
The customer reported that the zipper splits in the middle on both side panels on the canopy. They reported that the patient tends to roll around in his sleep and the zipper split in the middle. They did not report any patient injury. Further information has been requested but none forthcoming.

Manufacturer narrative:
Zipper separating. Evaluation of the returned product shows that on the large window b the zipper's slider body is open and there is a one inch tear in the netting. On the large window a, zipper's slider body is open.